Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
"I just left the endodontist office for consultation and 3d scan. He recommended that I not to wear the aligners anymore. The aligners caused trauma to my front tooth. Fortunately, he does believe although the tooth is bruised/discolored that it is still viable. However, the discoloration will never go away without root canal/whitening. The tooth will be monitored to see if the discoloration or sensitivity gets worse. I also have to follow up with odontologist because my bite is also off because of these aligners."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.